Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/27/2016, that on (B)(6) 2016, there was no data for three to four hours. There was no report of any injury or medical intervention. No additional event or patient information is available.